Event description:
Procedure: gastrectomy. Reportedly, the device was applied to tissue however, when an attempt was made to release the device from the tissue, it was stuck on the tissue and could not be released. Attempts were made to contact the report originator to acquire additional information, such as the actions required to remove the device from tissue, and patient status; however, to date no additional information has been provided.